Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported mechanical jam of inability to remove lock line. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative regurgitation (mr) with a grade of 4+ and a prolapsed anterior. One clip was successfully implanted. To further reduce mr, an additional clip was inserted and placed on the mitral valve. However, while attempting to remove the lock line (ll), it became stuck and was unable to be removed. Troubleshooting was performed, but the ll was unable to be removed. Therefore, the physician decided to remove the clip delivery system (cds) and replace it. One clip was then successfully implanted, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.